Event description:
During use of the subject device for a laparoscopic cholecystectomy, probe damage error occurred. The procedure was completed with a similar device. After procedure, the user found that he ptfe pad of the device was warn away. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad partially worn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same mode, it is grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the evaluation result of the subject device, omsc concluded that the reported event occured since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.